Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference#3006705815-2019-03931. It was reported a cerebrospinal fluid (csf) occurred while the physician was placing a lead. Postoperatively, the patient did not indicate having a headache and was instructed to lay flat for one hour. Patient is stable.